Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 12/20/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no black box history from the time of the event was available due to continued patient use. There were no alarms related to the complaint in the alarm history. No physical damage was noted to the battery compartment or cap. The battery cap fastened securely to the pump and the pump booted to the verify screen. The pump was exercised for 24 hours without power issues. The pump was opened and no defects were noted to the power circuit.

Event description:
It was reported the pump rebooted three times, the correct settings were reset after the battery was replaced. Troubleshooting revealed no damage to the pump casing or battery compartment or cap. There was no adverse event associated with this issue.